Manufacturer narrative:
A visual inspection was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, a definitive cause for the reported hole in the filter could not be determined. The filter was returned frozen within the retrieval catheter indicating that the filter had been deployed in the patient and then retrieved. It may be possible that after deployment of the filter, damage to the filtration element occurred due to interaction with calcification and/or associated devices and the decision was made to retrieve the filter. There was also damage noted to the tip of the retrieval catheter which may have occurred due to interaction with anatomy and/or associated devices during filter retrieval. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect - impact code 4656 removed, 2199 added.

Event description:
Subsequent to the previously filed report, additional information stated that procedure performed was to treat an internal carotid artery. During use with the large emboshield nav6 embolic protection system (eps), a hole was observed in the filter element; therefore, the device was removed and replaced with a new nav6 eps. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that a hole was observed in the filter element of a large emboshield nav6 embolic protection system (eps). A new large emboshield nav 6 eps was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.